Event description:
In 2008, the patient reported that her infusion device makes a "loud grinding noise" during insulin delivery. She stated that her blood glucose levels were elevated to over 600 mg/dl prior to the event date and the following day, and she was urinating frequently and felt thirsty and sick to her stomach. Her target blood glucose range is 70-120 mg/dl. At the time of the report, the patient stated that she injected insulin via syringe 2 hours ago and her blood glucose was still over 600 mg/dl. She stated that the piston rod of the infusion device was not moving correctly and every time she boluses, she receives an 04 (occlusion) error. She stated that she attempted to prime while disconnected from her infusion site and she received an 04 error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.